Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 60's (mg/dl) 88 mg/dl, 146 mg/dl, 139 mg/dl, 163 mg/dl, 162 mg/dl, 152 mg/dl, 181 mg/dl, and 172 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with half a can of (B) (6), and low blood glucose symptoms improved in 20 - 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.